Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump. It was reported the patient experienced return of pain symptoms that were typically controlled by the pump. The hcp noted slight refill discrepancies on refill appointments, and it was determined there was a catheter issue. It was noted there was no reported falls or accidents. Factors that may have led to the event was "normal". Diagnostics/troubleshooting included review of refills and operating room (or) diagnostics. The or revealed the catheter was disconnected at the spinal to pump segment. A new 8578 was added to repair the issue. It was noted that aspiration through the side port proved a patent flow that was not resent prior to the or, actions/interventions included surgical intervention where the catheter was repaired in the operating room. It was noted the issue was resolved at time of report. The patient's status was alive-no injury. The patient's medical history was asked, but unknown. The event date was asked, but unknown. No further complications were reported.